Event description:
Philips received a complaint by the customer on the v60 indicating that the flow sensor was out of range. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the field service engineer (fse) and confirmed the reported problem. The fse replaced rp-flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
Reporting institution phone number -(B)(6).